Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of a saccular 4.8 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck 15 mm in length and was 22 mm diameter. Vessel morphology was reported as severe distal bifurcation calcification and mild tortuosity. The physician implanted the endurant bifurcated stent graft, but due to the severe calcification, the contralateral stub of the bifurcated stent graft was jailed-off. (MFR report #2953200-2011-01618) the physician decided to convert the endurant stent graft to an aui. The physician implanted an expired occluder (MFR report #2953200-2011-01619) in the left common iliac artery distal to the calcification of the contralateral stub and performed a femoral to femoral bypass and case was ended. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (fem-fem bypass). (Severe calcification at the distal bifurcation). Conclusions: (severe calcification at the distal bifurcation).